Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the physician injected sterile water, but the foley catheter balloon cuff did not inflate.

Event description:
It was reported that when the physician injected sterile water, but the foley catheter balloon cuff did not inflate. Per follow up information received via ibc on 12jun2024, confirmed that no patient involvement.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted inflated balloon with inhouse syringe and 10 ml of mbs. Inflated balloon maintained concentricity of 60:40 which meets specifications per inspection procedure which states "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." Balloon rested with no leaks. Passively deflated in one minute and 12 seconds. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. Labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.